Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The device is included in the correction notice issued by abbott on (B)(6) 2022 for clips not being able to establish final arm angle(efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).

Event description:
This is filed to report a clip opening while locked (cowl). It was reported that on (B)(6) 2022, a patient presented with grade 4 functional mitral regurgitation (mr). During the procedure, the mitraclip xtw opened to approximately 10-15 degrees while locked. An additional clip was implanted and the mr was reduced to grade 1-2. There was no adverse patient effect or clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported clip opened while locked (unintended movement). The unexpected medical intervention was a result of case-specific circumstance. There is no indication of a product issue with respect to manufacture, design or labeling. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s). This event was further reviewed by a staff engineer clinical r&d, and the reviewer stated that ¿three (3) fluoroscopic still images were provided of the reported cds. In the first image the clip is attached to the l-lock of the delivery catheter (dc) and the clip arm angle appears to be ~20° - 30° but is difficult to discern due to the angulation of the clip relative to the fluoro view. Per the instructions for use, the user closes the clip until a distinct "v" shape and proceeds with deployment maneuvers. As such, the first image was taken prior to clip detachment from the dc shaft; it is unclear at which step during the deployment procedure the image was taken. The second and third images were taken during clip detachment/separation from the l-lock of the dc shaft. In the second image, the l-lock shaft is located within the clip arms but there is a change in the location of the l-lock shaft relative to the clip arms, as compared to the first image. The orientation/location of the l-lock shaft relative to the clip arms shifts, such the clip "tilts" posteriorly with the l-lock shaft directly parallel and adjacent to the anterior clip arm while the posterior clip arm is further away. It also appears that the distance between the tips of the clip arms have widened slightly, indicating potential arm opening; however, it is difficult to discern if this is actual change in the arm angle or due to the effects of the tilting (giving illusion of opening). In the third image, the l-lock shaft can be seen in close proximity to the clip (located in between the clip arms) but with clear separation from the clip visible. The angulation of the clip relative to the fluoro view has noticeably changed, as compared to image 1 and image 2, but presents a better visual of the clip arms. The "tilting" observed in the second image and angulation change in the third image suggests there may have been tension on the clip. The clip arm angle in the third image appears to be ~30°; this estimation is based on a visual assessment with the naked eye and cannot be confirmed. Based on the cine provided, it is possible there was a small change in the clip arm angle post-separation from the dc shaft (= 10°) but cannot be confirmed.¿